Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the device rebooted intermittently. The device was not changed out, and there was no delay in the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event. The main circuit board was replaced by the field service representative.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.